Event description:
It was reported that the patient presented to the clinic and was experiencing dizziness, was sluggish and had a heart rate of 30 beats per minute. The pulse generator exhibited no output. The device was explanted and replaced.

Manufacturer narrative:
UDI (di): (B)(4).